Manufacturer narrative:
Based on the claim against the product by the customer noting that the maryland bipolar forceps instrument would not turn to the lower left, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was found to have unintuitive motion. Failure analysis found the primary failure of the failed intuitive motion to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited unintuitive motion. The grips started and stopped on command, but they just moved in the wrong direction. The instrument failed to move intuitively with full range of motion in all directions on several attempts. The grips opened and closed properly. The instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly. The root cause is not determinable/applicable. The complaint regarding the maryland bipolar forceps instrument would not turn to the lower left was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: this maryland bipolar forceps instrument was analyzed and found to have unintuitive motion, and the grips moved in the wrong direction. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer noted that the maryland bipolar forceps instrument would not turn to the lower left. The customer reinstalled the instrument and sterile adapter, but the issue could not be resolved. The customer then replaced the maryland bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. No instrument collision was observed during the procedure. There was no issue with removing the instrument through the cannula. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue. There were no photographic images of the device or a video recording of the procedure.